Event description:
Customer scanned a pt and found that the scanned image was compressed in one dimension. The customer stated that when he measures the separation of the pt on the hard copy film, it was not distorted.